Event description:
During an unrelated procedure, insulation abrasion was visually observed on the right ventricular (rv) lead. The event was resolved by applying medical adhesive and a suture sleeve around the abraded area of the rv lead. The patient was in stable condition.